Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00303. It was reported the patient underwent surgery were leads were repositioned on (B)(6) 2017. The patient reportedly receives effective stimulation therapy in the established pain pattern.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00303. It was reported the patient's occipital leads migrated (off label use). Surgical intervention may take place to address the issue.